Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was found to have dislodged. The lead was attempted to be repositioned, but the physician was unable to replace the lead due to an occlusion. The procedure was stopped, and the lead was removed and discarded. A new lead will be implanted at a later date. No patient complications have been reported as a result of this event.